Event description:
The device was used during a pneumonectomy procedure. Reportedly, approximating lever did not open. The surgeon enlarged the incision and opened the jaws with forceps. The pt's status is satisfactory.